Manufacturer narrative:
The reported event was confirmed CAPA 12866756 related. Visual evaluation of the returned sample noted one opened (without original packaging), used 3 way temp sensing foley catheter with sample port connector and packaging label 119314, batch number mykn5226 , and lot number ngjw2605. Visual inspection noted there was a cut portion of the inlet tubing and the balloon had ruptured, with missing pieces noted. The measurements of the rupture are 0.2415'' . A potential root cause for this failure could be "silicone balloon molding pin configuration when removing the balloon from the mold. Additionally, a contributor factor was identified - inspection method: the inspection method is visual and relies on the operator¿s judgment to identify any leakage in the catheter balloon during the inflation/deflation inspection test at 100% final inspection.". Risk review, labeling review, and DHR review are not required as event has already being investigated per CAPA 12866756. Refer to CAPA 12866756 for further details. Correction: d,e,f,h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that immediately after placement of the foley catheter there was natural removal. Though the balloon inflated normally during pretesting but after placement in the patient and positioning, the catheter slipped out. Regarding the foley catheter that had slipped out, when water was injected, the balloon did not inflate, and water leaked from somewhere in the catheter. The catheter was inserted with gloved hands, and the patient was not a urinary stone carrier. Two consecutive malfunctions occurred with the same lot, and a product replacement was being requested.

Event description:
It was reported that immediately after placement of the foley catheter there was natural removal. Though the balloon inflated normally during pre-testing but after placement in the patient and positioning, the catheter slipped out. Regarding the foley catheter that had slipped out, when water was injected, the balloon did not inflate, and water leaked from somewhere in the catheter. The catheter was inserted with gloved hands, and the patient was not a urinary stone carrier. Two consecutive malfunctions occurred with the same lot, and a product replacement was being requested.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.